Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The physician was advancing the taxus express2 2.75x12mm drug eluting stent to a 50-60% stenosed lesion in a severely calcified right coronary artery. The physician reported that the "stent moved some millimeters on the balloon." The entire system was removed and exchanged for a mini vision bare metal stent to complete the procedure. No patient complications were reported. Patient status is satisfactory.